Manufacturer narrative:
The total protein and glucose reagents' lot number and expiration dates were not provided. Qc was acceptable. General reagent issues can be excluded as no further issues were reported and a correct rerun was performed with the same reagent. The field service engineer replaced the sample probe and readjusted it in all positions. He confirmed that the tests and the module were performing within specifications. The root cause of the event was service training related. A commonly trained troubleshooting process resolved the issue.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with total protein assay and 1 patient sample tested with total protein assay and glucose assay on a cobas c503 analytical unit. Sample 1: total protein: initial result: 8.89 g/l. Repeat result: 70.2 g/l. Sample 2: glucose: initial result: 0.495 mmol/l. Repeat result: 3.57 mmol/l. Total protein: initial result: 13.4 g/l. Repeat result: 78.6 g/l. The customer questioned the initial results as they did not match the patients' previous results. No questionable results were reported outside the laboratory and the samples were repeated. The repeat results were deemed to be correct.